Event description:
The customer reported via phone call that the buttons on their insulin pump were not sensitive after the battery was removed. The customer's blood glucose was normal and did not require medical treatment. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked reservoir tube lip and a cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.